Event description:
Note: this report pertains to two devices used during the same procedure. Refer to manufacturer report #s 3005099803-2014-01964, and 3005099803-2014-01965 for the associated device information. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, attempts made by the physician to deploy a band failed since the handle could not be turned. A second speedband device was used; however, the same problem was noticed. The procedure was completed with a different device. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
Reported event of bands failed to deploy. Reported event of handle broken. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device noted some residue present indicating use/ handling. The suture was intact and still attached to both the ligator head and the loop of the trip wire. Three bands were already deployed and not returned. The teeth of the ligator head did not present any damages. The trip wire was not secured in the handle assembly slot; however, the proximal loop was retracted into the handle assembly. The handle assembly slot and trip wire did not present evidence that the trip wire had been secured during use. A functional evaluation of the handle was performed by turning the handle knob 180º and an audible click was heard, no issue was noted with the handle assembly. Based on the evaluation of the returned device, the complaint was not confirmed. It appears that the trip wire not properly secured during the procedure affect the deployment activity of the bands. Therefore, user / use error is selected as the most probable root cause classification. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
Note: this report pertains to two devices used during the same procedure. Refer to manufacturer report #s 3005099803-2014-01964, and 3005099803-2014-01965 for the associated device information. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, attempts made by the physician to deploy a band failed since the handle could not be turned. A second speedband device was used; however, the same problem was noticed. The procedure was completed with a different device. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.